Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the usb wall adapter. The customer's blood glucose (bg) level was 147 mg/dl. Reportedly, an alternate adapter was used to successfully charge the pump.